Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon rupture at 10atm. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.